Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The device has been requested to be returned. We will continue to track and monitor the trend.

Event description:
It was reported that there was a prosthetic issue malfunction.